Event description:
The ortho summit sample handling system instrument reportedly, did not pipette sample and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse checked the holding force of plunger clamp #7 and verified it was within specification. The fse replaced the tip clamp as it had a buildup of serum/reagent on it and cleaned the tip clamp sleeve and compression spring. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.